Event description:
Customer did not receive any alarms for a patient that had a pacemaker. The patient was being monitored by telemetry, but was not admitted into the central station as a paced patient. The patient expired.